Event description:
A user facility rpeorted a pt who experienced a sore throat following the use of an lma that was inappropriately cleaned with a phenol agent (vesphene). The pt was treated with antibiotics and referred to an ent physician. The ent physician examined the pt a couple of days later and she was much improved. No add'l medication was added to the pt's therapy. The lma instruction manual warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. Co has requested permission to perform an inservice at this facility.